Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova deutschland learned that the cleaning and disinfection procedure has been performed according to the instruction for use (IFU). The customer reported that the unit was placed inside the operation room during use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was re-contaminated with mycobacterium chimaera a couple months after return of the device to the facility following deep disinfection at the manufacturer. This issue was identified during maintenance. There is no known patient involvement.